Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and noise. The patient received inappropriate shocks as well. Currently, the lead is still in use however a revision is planned for the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.